Event description:
Information received with return of the device notes that it was in back-up operation. The device had previously gone into back-up mode, but a software download restored normal function.